Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/29/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by ma on (B)(6) 2024: the pump was tested with the testing protocol for system error alarm / motor function according to document # it-004-wi-003. A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.8 ml per hour. When the infusion began the pump immediately began to alarm "system error", confirming the reported issue. Upon further review there appears to be no cables disconnected inside of the pump or any loose components found. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed. The pump was tested with the testing protocol for system error alarm / motor function. A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.8 ml per hour. When the infusion began the pump immediately began to alarm "system error", confirming the reported issue. Upon further review there appears to be no cables disconnected inside of the pump or any loose components found. The pump's event log was pulled as part of the investigation and upon review highlighted several system error alarms as reported by the end user, 15 in total throughout the pump's log. The system error can be seen by the "alarm code: 02" seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. The review of the event log also highlighted several upstream occlusion alarms in the infusion history, 51 in total, as seen by the alarm codes "e04". Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA.